Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials, date of birth, and weight not available for reporting. Date of event: event occurred in (B)(6) of 2017, exact date of breakage unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported an initial osteosynthesis surgery occurred on (B)(6) 2017, for a distal radius fracture repair. One (1) plate and seven (7) screws were implanted. The initial surgery was completed successfully with no issues post-operatively on (B)(6) 2017 it was determined during rehabilitation that four (4) screws had broken. Subsequently, a revision surgery occurred on (B)(6) 2017 due to the device breakage. The broken screws were removed and the patient was revised to new screws and a new plate. A plaster slab was applied to the area. The procedure was completed successfully. Concomitant devices: lcp dist-radius plate (part# 442.464, lot# h258098, qty 1); cortex screw (part# 402.876, lot# 9647785, qty 1) ; locking screw (part# 412.814s, lot l425006, qty 1); locking screw (part# 412.816s, lot #unknown (l40993, l432360, or l547535), qty 1). This is report 1 of 3 for (B)(4). .

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original event alert date december 18, 2017; on january 3, 2018 it was determined that part# needed to be added to the complaint. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).

Manufacturer narrative:
Additional device procode: hrs. Result code and conclusion code. Date was reported as 1/23/2018 in follow up (B)(4) in error. Correct date should be 01/03/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part number: 412.820s, synthes lot number: 400385 , release to warehouse date: 15.may.2017, expiry date: 01.may.2027, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. We have forwarded the received part to the responsible manufacturing site for investigation, as received condition of device: the head of the screw in question was received attached in the plate and its shaft was received in context of this investigation. Since four screws were received to investigate each one and the screws are broken between the head and the shaft it is not possible to match the head with each shaft. However, could be determined which shaft belongs to the article 412.820s. In this case, this type of screw is not laser marked during the manufacturing process because the screw has a very small head-dimension. The head of the screw in the plate and the shaft of the screw was received in a non-original synthes bag. DHR review showed no issues. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. The material certificate was reviewed according to the lot number mentioned in the complaint and the material certificate fulfills the specifications. However, according to the investigation performed it is not possible to assure that this certificate belongs to the screw in question since it is not possible to guarantee that this screw belongs to this lot number. As the shaft of this screw can be matched with the article 412.820s there was listed only one measurement to the shaft. However, the screw heads cannot be matched to this shaft, thus the measurement results is regarding to the 4 heads were measured according to the drawing and have passed their specifications. Besides, during the manufacturing process, these relevant features are inspected and documented according to the inspection sheet. It is important to clarify that; this inspection sheet number applies for the whole product family since it cannot be assured that this screw belongs to this lot number. This complaint is rated as confirmed since the screw is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and all have passed the specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.